Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting with the customer biomedical engineer. The results of the analysis indicate the alarm sound was muffled. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved by replacing the external speaker ((B)(6)) and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the alarms were silenced/muffled. The device was in use on a patient at time of event, there was no adverse event reported.